Event description:
The complainant stated that he was able to pull leg all the way out of middle beam of the lift, while lift was on its side during maintenance.

Manufacturer narrative:
The account's biomed replaced the gear rack assembly to repair the lift. The lift was placed back into service.